Manufacturer narrative:
(B)(4). Washer uncut. Additional information requested and the following response received: what area of the staple line did the failure occur? N/a. Was it observed visually or was a leak test per formed? Visually. Were the deployed staples formed correctly? N/a. The analysis results found that the device arrived in good visual condition with only four staples present and protruding; the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.

Event description:
It was reported that during a hemorrhoidectomy procedure, after the firing, "partial of the staples" were detached. The surgeon needed to re-stitch manually. There were no adverse consequences for the patient.